Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch link meter does not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 (time not specified). According to the csr documentation, a few minutes prior to the alleged issue, the patient felt his blood glucose level was low. The patient, however, denied receiving any medical intervention after the allege issue began. At the time of troubleshooting, the csr noted that the patient replaced the batteries in the subject meter and the subject meter turns on with the power button. However, the csr noted that the patient did not have the test strips available at the time of the call. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.